Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm; the pump was in the bathroom while the customer was in the shower. The customer's blood glucose level was 256 mg/dl. The customer cleared the alarm and after resuming insulin delivery, administered a bolus of insulin. The customer has not received any further altitude alarms.